Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast) alarm. The customer experienced hyperglycemia treated with a manual injection. The customer reported a blood glucose value of 31 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed for pump errors and the customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was partially performed for high blood glucose and the type of diabetes was type 1. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. It was expected that the customer would discontinue the use of the pump. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. The pump was monitored, no pump error 37 alarm noted. Successfully downloaded history files and traces using thump. On the event date of 25-feb-2025, pump error 37 alarm was noted. On the event date of 25-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 142500 (14.25 u) and dailytotalofbolusinsulindelivered = 396750 (39.675 u) which is equal to the dailytotalofallinsulindelivered = 539250 (53.925 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 2 days prior to the event date of 25-feb-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 02/25/2025 18:11:25.000. 02/25/2025 19:52:22.000. 02/25/2025 20:02:00.000. Failed battery alert/battery failed alarm was found on: 02/25/2025 18:10:36.000. 02/25/2025 18:10:50.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no/low power battery. No unexpected failed battery alert/battery failed alarm noted during testing. Lostsensor1alert (780) was found on: 02/25/2025 08:20:00.000. Lostsensor2alert (781) was found on: 02/25/2025 08:36:00.000. Sensorsignalnotfound (796) was found on: 02/25/2025 09:08:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on 25-feb-2025 during basal delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Pump error 37 alarm was found on: 02/25/2025 18:10:21.000, 02/25/2025 18:12:10.000. 02/25/2025 18:12:35.000, 02/25/2025 18:14:09.000. 02/25/2025 18:15:39.000, 02/25/2025 18:17:42.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Force sensor zero offset within specification (21.83 mv). Pump error 37 alarm was confirmed according in the formatted history file due to a corroded motor home switch. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. However, pump error 37 alarm was confirmed according in the formatted history file due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.